Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels either on (B)(6) 2015. The blood glucose reading was over 600 mg/dl. The customer's spouse stated that the customer had changed the infusion set 2 different times. She noted that the customer also suffers from psoriasis and develops a lot of scar tissue, which may sometimes interfere with finding a good insertion site. She advised that she did not believe the issue was related to the insulin pump, stating that the customer has many health issues that cause his blood glucose levels to run high. Nothing further reported.